Event description:
It was reported that a patient underwent a sling procedure. The patient returned for a follow up and a mesh exposure was noted on the incision line. Additional information has been requested.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.